Event description:
It was reported that the pulse generator exhibited backup vvi operation. Upon extraction of the device, the physician touched the can with electrocautery and loss of output was noted. The device could no longer be interrogated and was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.